Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was that the one sensor had no electrode after sensor insertion and removal. The customer¿s blood glucose value was unknown. The customer was also reported that one sensor did not stick to body and due to irritation they lost couple of other sensors earlier than the expected 7 days. The sensor will not be returned for analysis.